Manufacturer narrative:
Patient identifier-race:unk. Date of event: unk. Other #: implant date-explant: unk. Claim#: (B)(4).

Event description:
The reporter indicated that the a patient experienced blur in the right eye (od) after icl implantation. Monitoring at the moment with consideration of lasik.